Event description:
Factory failure analysis revealed an open fuse on the ventilator power supply. The failure analysis finding of the power supply may result in a loss of ac power. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and alarm, and continue ventilation until the battery depletes.

Manufacturer narrative:
Power supply; fuse.